Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 20 days post implant, an alert was triggered due to non-sustained episodes and abnormal pacing impedance. A connection issue was suspected. A revision procedure occurred and the lead values were noted to be stable and normal after being disconnected and re-connected to the device. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.